Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12265. It was reported that the patient experienced autoreducing due to a lead fracture. As a result the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
Further information was received indicating ipg replacement was elective and no allegations of deficiency were made against this device.

Event description:
Based on information obtained, there is no alleged deficiency of the device. Ipg explant was elective as physician was already in surgery for lead replacement.